Event description:
During primary surgery, the surgeon implanted first tibia, then femur and then did not manage to press inlay into tibia plateau position. While assistent tried to press it in, homann lever slipped and nocked femur component out of place (in the meantime cement had hardened) and add'l the posterior condyl of the femoral bone was damaged/defect. This led to the decision to implant the bicondylar prothesis in the end. The surgery was extended by 150 minutes.